Manufacturer narrative:
Device is not available for evaluation. If additional information is received it will be reported on a supplemental report.

Event description:
It was reported by a company representative that during the procedure, the surgeon was drilling into plate with drill in which the drill bit chipped off the chipped piece could not be located and a x-ray was done post operatively in which it was still not located. The surgeon believes the piece was suctioned during the procedure. There is no other information at this time.